Event description:
Caller reported a malfunction on the pump while loading cart, with a displayed malf 9 malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with information to reset the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. Caller was advised to call back if the issue reoccurs, which they acknowledged and understood.